Manufacturer narrative:
(B)(4).this is a report of a use error, where the care giver poured additional betadine onto the flexi cap after the patient disconnected and then reconnecting after. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient disconnected to go to the bathroom. After disconnecting, the care giver stated they had poured additional betadine onto the flexi cap. When the patient returned from the bathroom and reconnected, betadine went up into the transfer set and then drained out. The technical service representative advised the care giver to contact the peritoneal dialysis nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.